Manufacturer narrative:
No conclusions code available. The reported set screw anomaly was confirmed in the laboratory. Foreign material was observed inside the is4 and df4 connector block that may have prevented full lead insertion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the operating room for a scheduled new system implant. After the leads were all implanted without issue, the right ventricular df-4 pin would not advance past the set screw. The physician attempted to loosen the set screw and reinsert the lead but this did not resolve the issue as well as using silicon oil on the pin and it still would not advance fully into the header. The device was replaced without issues. The procedure concluded successfully and the patient was stable following.